Event description:
Later it was reported "baker grade 3 periprosthetic capsular contracture."

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, underweight device, crease folds, stress marks. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact on anterior side. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. (Stress marks).

Event description:
Healthcare professional reported "bilateral breast implants rupture", ¿left-sided implant is markedly irregular in contour" and "irregular appearance of contour of left breast implant¿ this record is for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation will be rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "bilateral breast implants rupture", ¿left-sided implant is markedly irregular in contour" and "irregular appearance of contour of left breast implant¿ this record is for left side. The device remains implanted.